Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during dwell 3 of 3 on the home choice (hc). The home patient (hp) was still connected and the supply bags were empty. There was solution in the heater bag only. The technical service representative (tsr) asked if any bag come undone and per the hp no. The tsr explained the alarm and helped the hp clear the alarm by turning the hc off/on then the hc alarmed se 2367. The hp cycled the hc off/on and the hc was back to press go to start. Per the hp, would finish with a manual bag. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) and the disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event.